Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received and visual inspection noted that the weld between the shaft and knob separated. Deep knots located on the knob are indicative of impact during usage. Material from the knob bent into the hex area therefore measurement of the hex feature could not be completed. Measurable dimensions were found within specification. Due to noted damage, physical dimensional verification could not be completed. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is indeterminate from a manufacturing perspective.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, surgeon already inserted the helical blade successfully, and was unscrewing the helical blade coupling screw, when the head of the screw broke off the rod. All broken pieces were retrieved. Procedure completed successfully and the patient was unharmed.